Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose level read as "high," although the specific value was unknown. The customer attempted to correct the high blood glucose level with a bolus via the pump and followed instructions from technical support to manage pump setup issues but required no third-party assistance. Customer changed pump supplies to address the issue.